Manufacturer narrative:
Per customer, no sample or system issues were noted. Calibration and qc data were acceptable. Customer his now using reagent lot m007324 and only 2 pt out of 10 recovered values above 20 service was not dispatched since this is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor (rf) results generated by the synchron lx 20 pro clinical systems. The erroneous results were reported out of the laboratory. The customer received noticed from various doctors' in regards to obtaining rf positive results for more than 20 patients. The customer ran a study with 10 random patient samples using different reagent and calibrator lots available. Patient treatment was not impacted by this event.